Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included eczema. Essure confirmation test(s) conducted, specify confirmation test: no. Concurrent conditions included constipation, left lower quadrant pain and discharge. Concomitant products included contraceptives for topical use from 2000 to 2007 for contraception as well as medroxyprogesterone acetate (depoprovera) from (B)(6) 2006 to (B)(6) 2009. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced eczema ("rashes or skin conditions type: eczema"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease (gerd)"). On an unknown date, the patient experienced abdominal pain ("abdominal cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("other: rash") and gastrointestinal disorder ("gi conditions"). The patient was treated with ascorbic acid;citrus aurantium;echinacea spp. (Adderex), betamethasone, omeprazole (protonix) and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, rash, tooth disorder, gastrooesophageal reflux disease, migraine, eczema and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, eczema, gastrointestinal disorder, gastrooesophageal reflux disease, menorrhagia, migraine, rash, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient is currently planning for essure removal. Plaintiff have not received treatment for rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New event added: gi conditions and other: rash. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included eczema. Concurrent conditions included constipation, left lower quadrant pain and discharge. Concomitant products included contraceptives for topical use from 2000 to 2007 for contraception as well as medroxyprogesterone acetate (depoprovera) from (B)(6) 2006 to (B)(6) 2009. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced eczema ("rashes or skin conditions type: eczema"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease (gerd)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal cramping"). The patient was treated with ascorbic acid; citrus aurantium; echinacea spp. (Adderex), betamethasone, omeprazole (protonix) and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, gastrooesophageal reflux disease, migraine, eczema and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, eczema, gastrooesophageal reflux disease, menorrhagia, migraine, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient is currently planning for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs and mr received: previously added "injury nos" was replaced with "abnormal bleeding (vaginal)", new events - "abnormal bleeding (menorrhagia), dental problems, dysmenorrhea, gastro esophageal reflux disease, migraines / headaches, eczema, abdominal cramping, device monitoring procedure not performed", concomitant & treatment drugs, concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.